Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented affecting keyboard fit, the upper and lower cases were broken, one bail cover was broken, one bail cover was missing, one case screw was missing, the battery contacts were compressed, one bail was missing, and the keyboard was scratched. (B)(4).

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.